Event description:
Caller reported that the pump battery would not charge, despite using different wall outlets and charging cables. There was no reported data on the customer's blood glucose level at the time of the event. Technical support decided to replace the pump, which was confirmed to be within warranty. While the customer was instructed to return the problematic pump, they declined to share the type of backup therapy they would use to ensure insulin delivery was not interrupted.